Event description:
It was reported that during a procedure of the de novo mid to proximal right coronary artery (rca), post dilatation with the 3.5 x 12 mm rx trek balloon dilatation catheter (bdc), the 3.5 x 38 mm xience prime stent delivery system (sds) was advanced but failed to cross the lesion. The xience prime sds was removed in one piece from the anatomy and the proximal edge of the stent implant was found to be flared after the sds was removed from the anatomy. The physician suspected there was resistance and it may have caught on the guide catheter while being removed. A second 3.5 x 38 mm xience prime sds was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed. Guiding catheter resistance could not be tested because of the stent damages noted. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all additional relevant information.